Event description:
Patient had intermediate implantable cardioverter defibrillator (ICD) interruptions due to a juul e-cigarette being placed adjacent to ICD in a shirt pocket. No harm. Article published by cardiology: unintentional magnet reversion of an implanted cardiac defibrillator by an electronic cigarette. Heart rhythm case reports. 6(3):121-123. Doi: 10.1016/j.hrcr.2020.01.013. Manufacturer response for ICD, claria MRI surescan (per site reporter). They are aware of the publication of the article.